Event description:
This event involves a look-alike product packaging issue that was a near miss. A nurse almost used an adhesive wipe to prep an area. She had intended to use an alcohol wipe but picked up the adhesive by mistake due to the very similar packaging between the adhesive remover and the alcohol prep wipes.